Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use (IFU), indication for use section 1.0 states: the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. Since the mitraclip device was implanted on a tricuspid valve, this is considered as an off-label use of the device. However, it could not be determined whether the off-label use contributed the reported device damaged by another device. Based on the available information, the reported off-label use was due to the device being used on a tricuspid valve. The reported device damaged by another device (caused damage) appears to be due to user technique/procedural conditions. The reported poor image resolution appears to be due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number. Na.

Event description:
This is filed to report caused damage. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) (10125u121) was advanced to the tricuspid valve, noted restricted leaflets and a coaptation gap ranging from 16 to 22 mm. There was difficult visualization due to the anatomy; however, the clip was implanted. An additional, planned, cds (lot 10125u172) was advanced to the tricuspid valve and it appeared that the second clip made contact with the first clip. There was a single leaflet device attachment (slda) of the first clip from the septal leaflet. One more additional, planned, clip (lot 10118u169) was placed on the opposite side of the slda clip. It was confirmed that these clips were planned and were not deployed to stabilize the slda clip. The slda clip appeared to be stable and the physician decided against an additional clip to stabilize. Tricuspid regurgitation remained 4. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.